Event description:
Drug/diluent: ropivacaine 0.1%, fill volume: 400 ml, flow rate: 10 ml, procedure: unk, cathplace: unk. It was reported that the pump infused 14 hours early, per anesthesia dept.

Manufacturer narrative:
Method: sample was reported not to be available. Results: without the actual product, an analysis cannot be conducted. Conclusions: if add'l info pertinent to this event becomes available, I-flow will submit a f/u report. A review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release.